Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: there was no evidence in the black box or history relating to a blank screen. When powered up, the pump screen was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump had a blank display scren between 3 am and 7am. The reporter stated that upon replacing the battery, the display screen functioned normally. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.